Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm mega needle driver instrument released the needle while the surgeon was suturing the mesh to the patient's pelvis. When the surgeon retrieved the needle, they noticed the instrument had a frayed cable that was sticking out. No one heard a pop of release nor was there any internal collision of the instruments. The two needles were removed, confirmed visually and by the final count. The surgeon requested another mega needle driver instrument to complete the case. They did a visual sweep of the area, with no fragments seen. No x-ray or other post-operative tests were performed. The patient has not returned to the hospital for any post-surgical complications related to a retained foreign object.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.